Event description:
It was reported that following a recent new implant it was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The patient presented for a post op check and programming changes were made. The patient was to be monitored routinely remotely. The patient was stable.